Event description:
It was reported that the right ventricular (rv) lead was exhibiting intermittent t-wave oversensing (twos). Programming options were discussed. It was explained that it would be difficult to ascertain if programming changes would improve the oversensing if it was not currently being exhibited. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).